Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #l92k5v. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was connected to a generator and was recognized, there were no communication issues with the device. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a gastrectomy procedure, while using the device, the error message kept coming out, which was 'clean the tip.' But after cleaning the device with saline and assembling the device, the generator could not detect the disposable. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.